Event description:
It was reported that the image on the workstation of the 9800 sys blanks out when the c-arm goes into the lateral position. Reboot was required. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cable assembly. The system was tested and found to be working as intended and placed back into service.